Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci clinical specialist that a patient underwent a procedure the week of (B)(6) 2012. Following the procedure, the physician, selected the mynx cadence closure device 6/7f to close the access site. It was reported that the patient had a cold leg, and was taken into surgery by the vascular surgeon, where a surgical procedure was performed and material was removed from the patient's leg. No further information was provided.